Event description:
When the physician removed the shipping mandrel from the distal tip of the neuron, he noted mild resistance but was able to pull the mandrel out of the tip. Then we pulled the catheter out of the protective tube and found the distal segment (approximately 3 inches), severed from the body of the catheter.

Manufacturer narrative:
Device investigation: results: the catheter is broken 6 cm from the distal tip. Both sections were returned, connected by the internal support wire. Both the distal and proximal sections show unwinding of the support wire. The edges of the break show stretching and a rough surface at the separation site. There is an ovalization between 0.8 and 1.6 cm from the tip. The catheter is non-functional. The separated tip of the catheter was introduced into an example shipping tube and advanced at approximately 1.0 cm from the tip the ovalization jammed against the tube, stopping further forward motion. Conclusion: the break noted in the complaint is confirmed. The cause of the break appears to be excess tensile force on the catheter as seen by the stretching and ragged edges at the break site. Since the mandrel was taken out of the catheter tip before the neuron was removed from it's carrier tube, it is possible that the tip was ovalized prior to removing the catheter from the protective tube. This would have resulted in a jam of the catheter against the wall of the carrier tube as it was removed and could have resulted in excessive tensile forces being applied to this section of the catheter.